Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used two cook endoscopy fusion biliary cytology brushes. The first brushing was done and the brush was cut off and placed in a tube for analysis. The second brushing with a new brush was done, and was also cut off and placed in another tube for analysis. As the physician prepared to dilate the area that was brushed, he observed on the x-ray a metal part that was left in the bile duct tree just above the hilus area. He looked at the brushes in the tubes and realized that the filiform tip was missing from one of the brushes. The physician dilated the area and attempted to retract the metal, first using normal forceps and then alligator jaw forceps. After several attempts with the alligator jaw forceps, he finally succeeded with getting the part out. Pt outcome: a section of the device remained inside the pt's body; removal was successful. It was possible to retrieve the tip with an alligator forceps after several attempts. The pt did not require additional procedures due to this occurrence, but this procedure took 30-40 mins more time than needed because of this incident. The product did not cause or contribute to the need for additional procedures. There was no adverse effects on the pt due to this occurrence. The pt went home with no complications afterwards.

Manufacturer narrative:
(B)(6); (B)(4): eval: we could not confirm the report because the product said to be involved was not returned to cook endoscopy for eval. After a review of the device history record for the lot # said to be involved, we can report no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because none of the product from this lot remained in finished goods inventory. A review of the twelve month complaint history for this product family was conducted. Based on this review, this report represents an isolated occurrence. The likelihood of this type of report is remote. Conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for eval. A definitive cause for the reported observation could not be determined. Prior to distribution, all fusion biliary cytology brushes are subjected to a visual inspection to ensure device integrity. Corrective action: no corrective action warranted at this time because this report could not be verified. The complaint risk priority # (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no corrective action is warranted at this time. This observation represents an isolated occurrence. The likelihood of this type of occurrence is remote. Customer quality assurance will continue to monitor for complaint trends.